Manufacturer narrative:
(B)(4). Final analysis found that a partial lead was returned. The field report of defective insulation was confirmed; an insulation degradation was noted at 21 cm to 22.5 cm from the end of the connector pin. (B)(4).

Event description:
It was reported that during device replacement procedure an insulation anomaly was noted on the right atrial lead. The patient was asymptomatic. There were no electrical anomalies noted on the lead. The lead was partially cut and capped. The patient was fine during and post procedure.

Manufacturer narrative:
(B)(6).